Manufacturer narrative:
The customer provided the cobas h 232 analyzer and test strips for investigations. Investigations were performed with the customer material and retention materials. The results of all investigation measurements fulfill requirements.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated they received an erroneous result for one patient sample tested for troponin t quantitative (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. The sample resulted as > 700 ng/l when tested on the cobas h 232 analyzer at the doctor's office. The > 700 ng/l value was reported outside of the laboratory. The doctor then sent the patient to the hospital based on the result. The patient was tested again at the hospital using a laboratory method and a result of < 18 ng/l was obtained. The patient was hospitalized and received additional examinations based on the erroneous result. The patient was not adversely affected. The cobas h 232 analyzer serial number was (B)(4).